Event description:
It was reported the valve was explanted due to severe insufficiency. During the explant procedure, it was observed there was a severe adhesion of the stents to the aortic wall, no paravalvular leak, and the leaflet tissue appeared to be pristine; however, a leaflet was torn during the explant. After the value was removed, a 21 mm mitroflow prosthesis was implanted.